Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that intermittent malfunction alarms occurred. Customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from over 240-423 mg/dl.